Event description:
The following has been reported: staff reported to biomed that pump was stuck in cassette, biomed reported cassette looked stuck open. Biomed used cassette release button and was able to release cassette. Ran test with new cassette and got repeated pump problem alarm. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (vr assembly) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. Pump could not rotate admin set knob and would set off pump problem alarm. Was able to replicate problem multiple times by loading admin set with knob set at different positions. Pump resistor would correctly rotate until it attaches to admin set knob, and then would cease rotating despite hearing the sound of the motor spinning. Disassembled pump to determine that the resistor motor subassembly is defective. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.